Event description:
It was reported that while using the anesthesia workstation on a patient, alarms for high airway pressure were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our company representative. No deviations and faults were detected and no parts needed to be replaced. The device logs were saved and after successful functional testing, the anesthesia workstation was returned to service. The device logs were returned for evaluation. Received information from the hospital states that the reported issues began after the patient had coughed and the most likely cause of the generated clinical alarms and error codes which are present in the received device logs is a clogged bacterial filter placed at the y-piece. The filter used at the event has been discarded and can no longer be checked. Our conclusion into this matter is that the reported event was caused by a clogged bacterial filter and not a device malfunction.

Event description:
(B)(4).